Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed no unexplainable reboots. No battery cap was returned with the pump. The battery compartment was cracked; and a test cap was able to fully tighten on to the pump with no power loss. The pump was exercised for 24 hours with no alarms or power loss. The pump cover was opened and no internal defect was found. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the contrast and up arrow keypad buttons were intermittently unresponsive. Evidence of contamination was found under the contrast, up arrow, and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.